Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus france s.a.s. (Ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for gram-positive bacteria (1 bacillus cfu/endoscope), micrococcaceae (1 cfu/endoscope), coagulase-negative staphylococci (1 cfu/endoscope). The testing result cleared the french guideline. Ofr inspected the device and confirmed the following: there was a leakage from the adhesive of the bending section rubber. There was a leakage from the air supply connector unit. The insulation resistance value at the distal end was out of specification. The distal end cap was damaged. The adhesive of the bending section rubber was peeled off. The endoscope cover was damaged. The universal code was wrinkled. The angulation was out of specification. Olympus medical systems corp. (Omsc) confirmed the reprocessing method provided by the user facility, but did not obtain any valid information. The exact cause of the reported event could not be conclusively determined at this time. However, based on the following investigation result, omsc could not determine if the reported event was related to the device. As a result of microbiological testing after reprocessing by the user facility, more than 100 cfu of bacteria were detected from the all channel. However, the result of the microbiological testing conducted after reprocessing by ofr according to the instruction manual cleared the french guideline. As a result of device evaluation, leakage from the adhesive on the bending section rubber and the air supply connector was confirmed. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility on (B)(6) 2021, the sample collected from all channels of the device tested positive for coagulase-negative staphylococci (>100 cfu/endoscope). The testing result corresponded to the action level of the (B)(6) guideline. The device had been manually reprocessed using peracetic acid. In addition, the user reported the following: the user double-cleaned and disinfected the device on (B)(6) 2021 because the result of the microbiological testing performed on (B)(6) 2021 was non-compliant. After that, samples were collected again, but the result of the microbiological testing conducted on (B)(6) 2021 was non-compliant. The device was double-cleaned and disinfected again on (B)(6) 2021 and rechecked, but the result on (B)(6) 2021 was non-compliant as per the microbiological testing result provided by the user. There was no report of infection associated with this report.